Event description:
It was reported that the patient presented at an office consultation with this inflatable penile prosthesis (ipp) pump that was difficult to inflate. The physician reset the pump. The patient noted that the device was not straight enough and he could not get it 100% pumped up and wanted it replaced. All components were removed and a new device was implanted. There were no patient complications reported.